Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 (mg/dl). Reportedly, customer had eaten a large meal, and believes that they may not have eaten as many carbohydrates as programmed for the meal bolus. Customer consumed glucose tablets and food to bring their bg levels back up to 114 (mg/dl). Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.